Event description:
The patient was implanted with a siltex saline mammary prosthesis on 9/24/97. Subsequently, the patient experienced a deflation of the device, infection and capsular contracture. The device was removed on 8/21/98.